Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose dropped to 30 mg/dl while they were sleeping. Ems was dispatched and treated the unconscious customer intravenously. The customer was 251 mg/dl at the time of the call. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and the outcome was inconclusive. However, a month prior to the incident the customer had a CT scan but reported that she did not wear the pump. The insulin pump passed the displacement test as well. The insulin pump will not be returned for analysis.